Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. Based on a review of available patient¿s record, there were no device issues at the time of the patient outcome. There was no autopsy, the pump was not explanted.